Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. During preparation of a 3.50 x 28 synergy drug-eluting stent, the stent separated from the device and stretched when the device was removed from the hoop. The procedure was completed with another 3.50 x 28 synergy drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that the centre to distal stent struts were severely damaged; stretched, lifted and pulled distally over distal tip exposing the balloon wall. The maximum stent profile was measured and is within specifications. A review of the specified inside diameter of the stent protector was conducted, however the stent protector was not returned for analysis. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it is most likely that stent damage occurred during the preparation and handling of the device following removal of the stent protector. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the exposed balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. During preparation of a 3.50 x 28 synergy¿ drug-eluting stent, the stent separated from the device and stretched when the device was removed from the hoop. The procedure was completed with another 3.50 x 28 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.